Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stem on the port septum is allegedly occluded. It was found during placement, while in the port pocket the port would not flush. The port was removed and a new device was placed to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one clearvue isp port was returned for evaluation. Visual, functional, and microscopic evaluations were performed. The investigation is confirmed for inability to flush, and the event was found more specifically to be due to occlusion by manufacturing material. During functional testing the port was not able to infuse or aspirate. Multiple punctures of the port septum were observed. No obvious damage was observed on the port body or stem. The port could not be infused or aspirated. No leaks were observed. The port septum was removed for further evaluation. A substantial amount of translucent material was found within the port chamber and within the port stem. The complaint has been confirmed to be manufacturing related. Labeling review: as this complaint has been determined to be manufacturing related, the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications has been determined to be not applicable. Labeling would not have prevented this issue. Precautions: I. Prior to placement: - examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. Sterilized by ethylene oxide. Do not resterilize. Inspect kit for presence of all components. Fill (prime) the device with sterile normal saline solution to help avoid air embolism. When utilizing port for arm placement, the port should not be placed in the axillary cavity. Bard access systems, inc. Recommends the use of components provided in the kit. If additional items are to be used, check for proper fit prior to utilization. Note: port body, catheter and catheter lock cannot be replaced with components outside the provided kit. H11: d10, h3, h6 (result 1, conclusion1). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stem on the port septum is allegedly occluded. It was found during placement, while in the port pocket the port would not flush. The port was removed and a new device was placed to complete the procedure. There was no reported patient injury.